Manufacturer narrative:
Concomitant medical products: d224trk crtd, implanted: (B)(6) 2011.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned to the manufacturer from a funeral home. A cause of death of multi system organ failure with a secondary cause of sepsis was provided.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.